Event description:
As reported, during ventral hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used. As reported on the same day after the procedure it was noted the device had a labeled expiration date of 28-nov-2022. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired bard/davol optifix straight fixation device was inadvertently used in the patient. There was no reported patient injury. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot.